Manufacturer narrative:
The insulin pump had button error alarm and no button response due to corroded keypad traces. No moisture damage found inside the insulin pump. The insulin pump was received with cracked display window corner, battery tube threads, reservoir tube lip and scratched lcd window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 180 mg/dl. Troubleshooting was not performed. The device was returned for analysis.